Event description:
It was reported that during the procedure, the right atrial (ra) lead exhibited high pacing impedance. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2023. No patient consequences reported throughout the procedure.